Event description:
The reporter tested the customer and obtained a 590 mg/dl on the accu-chek advantage system in comparison to the professional meter result of 197 mg/dl. The results were obtained within a ten-minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.